Event description:
It was reported that during a meniscus repair surgery, five(5) ultra fast fix devices could not deploy the t2 implant. The t1 implants of each device were removed from the patient. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported. Other devices reported are included in: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that both devices were returned identically outside of original packaging. The t1 anchor was attached at the distal tip. The t2 anchor was pushed forward beyond the needle dimple against the t1 anchor. No physical damage visible to the devices. A functional evaluation on both devices revealed the anchors could be deployed from the needle as intended placing pressure behind the anchor pushed anchors off as expected. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscus repair surgery, an ultra fast fix device could not deploy the t2 implant. The t1 implant of the device was removed from the patient. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.